Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned ; visual and dimensional evaluations could not be performed. Photographs provided confirms that the impactor pad has fractured in two pieces. Lot identification is necessary for review of device history records, lot identification was not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee procedure that the psn fem cr impactor pad shattered during the initial impaction of the definitive tm prosthesis. Femur was then fully seated using the femoral impactor block. Broken pad was inspected to ensure no fragments missing and potentially in the wound.